Event description:
The customer reported the subject device exhibited a leakage from the seal between the air/water duct fitting. The reported issue was identified during reprocessing of the device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that there was a gap of the adhesive on the distal end due to damage of the acoustic lens surface. This report is being submitted for the malfunction found during evaluation of the device (gap of adhesive on the distal end).

Manufacturer narrative:
During inspection and testing, service confirmed the customer's reported issue (leakage from the seal). The water mouthpiece on the scope connector was loose, causing the leakage. In addition, service found the image guide cover lens was damaged. The light guide bundle, the universal cord, the control unit, the electrical connector, the ultrasonic connector, and the connector were corroded. The connecting tube was wrinkled. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, the cause of the gap in the adhesive likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.